Event description:
It was reported the patient may have his artificial urinary sphincter revised due to recurring incontinence on a future date. After his implant last year, he went from 8-10 pads/day to 5-6 pads/day.the patient stated that he is not satisfied with his current level of incontinence, and the patient will be meeting with his urologist to discuss possible options. No patient complications were reported in relation to this event. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. If further information about this complaint is received at a later date, the product investigation will be re-opened to address the additional information.

Manufacturer narrative:
Device remains implanted.

Event description:
It was reported the patient may have his artificial urinary sphincter revised due to recurring incontinence on a future date. After his implant last year, he went from 8-10 pads/day to 5-6 pads/day. The patient stated that he is not satisfied with his current level of incontinence, and the patient will be meeting with his urologist to discuss possible options.